Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call that they experienced high blood glucose levels of 503 mg/dl. The customer was treated for the high blood glucose with manual injection. Customer¿s blood glucose level was 118 mg/dl at morning. The customer was declined to troubleshooting for high blood glucose, bent sensor, bent cannula and product not sticking. The insulin pump will not be returned for analysis and sensor will be returned for analysis.